Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level, with values not exceeding 500 mg/dl. Cts took corrective actions by advising the caller on managing the pump's storage mode and facilitated the return of the problematic pump. A replacement pump was sent to the customer, who was also instructed on steps to take upon receiving the new pump. The customer reverted to an alternate method of insulin therapy.